Event description:
Complainant alleged that while treating a patient, (age unknown) the device's pacer output intermittently dropped to zero milliamps. Complainant indicated that the clinician obtained antoher device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.